Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of peritonitis with culture (B)(6) for gram negative organism and appendicitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the nurse stated that on an unreported date in 2011, the patient experienced peritonitis that did not result in hospitalization. Treatment of the peritonitis was not reported. The nurse stated that perhaps a new environment was the cause of the peritonitis. On an unreported date, the patient experienced appendicitis that resulted in hospitalization on (B)(6) 2011. Treatment was not reported. At the time of this report, the patient was recovering from the bacterial peritonitis. The outcome of the appendicitis was not reported. On an unreported date, the patient had her pd catheter removed and dianeal pd4 ambuflex therapy was withdrawn. Concomitant medications were not reported. The nurse stated that the peritonitis with culture (B)(6) for gram negative organism was unrelated to dianeal therapy. An opinion of causality was not provided for the appendicitis.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd880757 with no defects noted during the manufacture of that lot related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.